Manufacturer narrative:
At the completion of the investigation, based on the limited patient information received, the clinical evaluation was not able to confirm the reported event. The devices remain implanted in the patient and were not available for further review. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial implant on (B)(6) 2012 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016, a follow up computed tomography (CT) showed possible aneurysm sac growth with a potential type 3b endoleak or a potential type 2 endoleak. The CT also showed a bulge just above the bifurcation as well as minimal overlap. The physician continues to be monitored, a secondary endovascular intervention has not been scheduled. Patient is in stable condition.